Event description:
No additional info.

Manufacturer narrative:
Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 4/24/2025.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported having used the gastrointestinal videoscope on an unknown number of patients while awaiting the results for routine culture testing. Positive culture test results were subsequently received with 20 colony forming units (cfus) of gram-positive cocci and bacilli in the first and second samples. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This is the 10th out of 12 uses of the reported device.

Event description:
No additional customer info.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the results of third-party testing, the device evaluation and the lms final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: surface of distal end, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: air/water channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: auxiliary channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: instrument channel, cfu: 1cfu, bacterial identification: bacillus cereus. Sampling date: (B)(6) 2025, sampling from: suction channel, cfu: <1cfu, bacterial identification: n/a. Sampling date: (B)(6) 2025, sampling from: total test, cfu: 1cfu, bacterial identification: n/a. The device was evaluated and the following reportable malfunctions were identified: foreign objects were identified in the jet tube, air/water tube. Based on the investigation, the foreign objects could not be identified. Based on the results of the investigation, the reported event was confirmed, however, a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.